Event description:
This is the second of two reports for two separate events using one heraeus devices. Spoke to office manager. He said that recently they have had three patients that have had allergic reactions after treatment which included the use of flexitime. The office uses latex gloves. He said at first they thought it was the latex, but then when the third patient had a reaction they decided all reactions were due to the flexitime as the last patient couldn't be allergic to latex. They felt this way because she is a dental assistant and she wears latex gloves on a regular basis. The first patient did not have the same type of flexitime as the other two patients. Both patients came in for invisilign impressions. They used latex gloves, flexitime monophase, and an impression tray. The second patient's symptom was red rash around the mouth. They prescribed zyrtec. The patient has completely recovered. It was recommended patient seek allergy testing and that we would provide sample for testing if needed. He said he suggested that they have allergy testing, however he was skeptical that they would do this.

Manufacturer narrative:
As allowed by exemption # (B)(4), (B)(6) (the importer) is submitting the report on behalf of (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of abundance caution to be compliant with 21 cfr part 803. Result: - risk and contraindicated use were clearly defined in the directions for use. Conclusion code - the directions for use states, "in very rare cases allergies may occur when using this product." The office used latex gloves during procedures involving the flexitime. The use of latex gloves is contraindicated in the directions for use and is a known contraindication with all addition-cured silicone impression materials.